Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated the pump dispensed the entire cartridge of insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during investigation, the pump powered on and displayed the ¿verify¿ screen. The pump history showed loss of prime due to zero force warnings. The pump passed ¿ez-prime¿ steps and was able to load and prime a full cartridge correctly. During testing, the force sensor calibration was found to be within specifications. The pump¿s cover was removed and an intermittent connection was found to the force sensor flex pins due a cracked solder joint around the pin.

Manufacturer narrative:
A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 08/07/2013 with the following findings: no defect found with retained product. The complaint could not be duplicated during investigation. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.